Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned (72) 31gx6mm, 1ml insulin syringes from lot 6354823 (70 in sealed polybags, 2 loose). It was reported that consumer feels the insulin is leaking out of syringe. It was also reported that consumer wiggled the needle and it slipped right out of the syringe. The two syringes that were returned loose were examined and the following was observed: one syringe with a broken cannula. One syringe with a separated cannula; no adhesive was observed in the glue well and adhesive splatter was observed on the barrel tip (a uv light was used to confirm this). Out of the 70 syringes returned in sealed polybags, 30 were examined, then tested for flow: all 30 syringes were able to draw and expel properly, and none were observed to have separated/broken cannula. For the syringe with the broken cannula: the hub-end of the cannula appeared to have been bent prior to breaking, suggesting a bending and re-straightening mode of failure. Since this syringe was returned after use, and no manufacturing defects were observed, the probable cause of the broken cannula is user error when using the syringe. The reported leakage defect could have occurred due to either the broken cannula or cannula separation. A review of the device history record was completed for batch # 6116680. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200676232] noted that did not pertain to the complaint.

Event description:
It was reported that syringe 1.0ml 31g 6mm s/c u-100 relion needle came out and leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 328519, batch no. 6354823. It was reported that consumer feels the insulin is leaking out of syringe. It was also reported that consumer wiggled the needle and it slipped right out of the syringe.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1.0ml 31g 6mm s/c u-100 relion needle came out and leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 328519 batch no. 6354823 it was reported that consumer feels the insulin is leaking out of syringe. It was also reported that consumer wiggled the needle and it slipped right out of the syringe.